Event description:
The lay reporter contacted lfs on (B)(6), 2010 alleging that their control solution was missing in their system kit. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the following is based on the initial call placed to lfs on (B)(6), 2010. The reporter mentioned that the patient's control solution was missing in their system kit. The reporter was unwilling to answer any further troubleshooting questions with the customer care advocate (cca). The reporter did mention that the patient was "low" and did not exhibit any symptoms; however received a glucose tablets. It is unknown whether the patient attempted to test or what the patient's blood glucose reading was on their meter at the time or who provided the patient the glucose tablets. The meter can be used without using the control solution; therefore, the patient can test their blood glucose on the meter. Cca advised the reporter that control solution does not come with the system kit. No further clinical information was provided. It would have been helpful to know whether the patient had tested their blood glucose, what their reading was, confirm whether or not the patient developed symptoms and who treated the patient with glucose tablets. The complaint is being reported since the patient was unable to run a quality control test on their meter and later the patient had received glucose tablets for allegedly for being "low".

Manufacturer narrative:
The 510 (k) # is k021819. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.